Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user assembled a new insulin cartridge and connector outside of the pump and then could not see drops during tubing fill; upon removal, the user observed that insulin had leaked from the cartridge chamber, and the cartridge appeared intact. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 97 mg/dl. Outcomes included interruption of insulin delivery that was resolved after education on the correct cartridge fill process and successful replacement of the cartridge, after which therapy resumed. Investigation included customer-service troubleshooting and user education on proper cartridge preparation, installation, and tubing fill steps. Investigation of this case revealed user handling inconsistent with the instructed fill process, with leakage from the insulin chamber during off-pump assembly; no device alarms were reported. It was concluded that the event was attributable to use error leading to cartridge leakage, with the device functioning as designed when used per the user guide.